Manufacturer narrative:
The device was received for evaluation. During functional testing, 'speaker did not work' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a speaker of spectrum pump was not working and had no sound while performing preventive maintenance. There was no patient involvement. No additional information is available.